Event description:
It was reported that shaft break occurred. The target lesion was located in the non calcified unspecified vessel. After a non bsc guide wire crossed the target lesion, the 2.50mm x 20mm promus element plus stent was advanced however resistance was encountered. When the device was removed and checked. It was found that the shaft of the catheter was broken at the connection between the blue and black sections. The procedure was completed using a 2.25mm x 32mm and a 2.75mm x 20mm promus element plus stents. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the returned catheter exhibited a break in the inner lumen at the bicomponent bond. A fraction of the distal (blue) inner remained on the proximal (black) inner. The gap between the broken sections measured approximately 2 mm. The distal inner was bunched up at 2 locations adjacent to the break. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the non calcified unspecified vessel. After a non bsc guide wire crossed the target lesion, the 2.50mm x 20mm promus element¿ plus stent was advanced however resistance was encountered. When the device was removed and checked. It was found that the shaft of the catheter was broken at the connection between the blue and black sections. The procedure was completed using a 2.25mm x 32mm and a 2.75mm x 20mm promus element¿ plus stents. No patient complications were reported and the patient's status is good.